Event description:
Patient reported discomfort due to a bulging in the right breast prosthesis. Patient wants to remove the prosthesis due to the event and the recollection before she dies; does not want to wait for something to happen. Patient reported she wants to undergo surgery because patient is experiencing pain and when patient goes to the gym, the breast swells. Patient reported: ¿my prostheses are among those on the recall list and showing problems. I will not wait to develop cancer before removing them ¿. The patient does not have exams to forward right now. Patient has been presenting problems due to the prosthesis, such as: allergy, iron deficiency, low immunity and breast inflammation. Later patient reported "infection", "fever", "constant pain" and "rupture". Later patient reported being hospitalized. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.